Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9215-vk-3 vault lock pin does not fit through central hole. This occurred during use in a case with no patient effect. The case was completed using a backup from another tray.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.